Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. In 2013 plaintiff began to experience symptoms that included, but were not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (as reported - interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. In (B)(6) 2013 it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy (genital) bleeding. Plaintiff underwent a pelvic surgery to try and alleviate the symptoms. These events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since a surgical intervention was required, this case is regarded as incident. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. A90480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included multigravida, parity 2 ((B)(6) 2010, (B)(6) 2012), penicillin allergy, latex allergy, drug hypersensitivity, anxiety, depression, vaginal pain, vaginal bleeding, cholecystectomy, appendectomy and spontaneous abortion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight. Family history included diabetes, heart disease, unspecified and hypertension. Concomitant products included clonazepam, clonazepam (klonopin), gabapentin, gabapentin (neurontin), omeprazole, omeprazole (prilosec), pantoprazole, pantoprazole (protonix), procet (acetaminophen w/hydrocodone) and promethazine (phenergan). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss") and abdominal pain lower ("left sided lower abdominal pain(sever)"). The patient was treated with surgery (diagnostic laparoscopy, hysterectomy, bilateral salpingectomy,d and c) and surgery (diagnostic laparoscopy, hysterectomy, bilateral salpingectomy,d and c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, dysfunctional uterine bleeding, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, medical device discomfort, menorrhagia, abdominal pain, rash, alopecia and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, medical device discomfort, menorrhagia, menstruation irregular, mood swings, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. On (B)(6) 2014: pathology report - 1. Cps. 2. Dub. Specimen:uterus and cervix. Gross specimen is received in formalin labeled with the patient¿s name and uterus and cervix. It consists of 84 gram uterus with attached cervix that measures 7 cm superior to inferior, 5.5 cm right to left and 2.5 cm anterior to posterior. The cervix measures 3.5 x 3.5 x 3.5 cm. The ectocervix is unremarkable. The cervical os measures 1.5 cm in diameter. The serosal surfaces are unremarkable. The endocervical canal is patent and measures 3.5 cm in length and 0.6 cm in diameter. The endometrial cavity measures 3 cm in length and 2 cm in width. The endometrium measures 3 mm in maximum thickness. The myometrium measures 1.5 cm in maximum thickness. Grossly no lesion identified on the cut surface. Representative sections are taken as follows: 1 and 2 cervix, 3 lower uterine segment, 4 through 6 endomyometrium. Aa/blh diagnosis uterus and cervix, total hysterectomy: chronic cystic cervicitis and endocervical hyperplasia, cervix. Proliferative pattern, endometrium. No significant pathologic abnormality, myometrium. On (B)(6) 2014: pathology report - clinical diagnosis 1. Cps. 2. Dub. 3. S/p essure. Specimen 1. Endometrial curettage. 2. Left & right tubes. Gross two specimens are received in formalin: 1. Specimen is labeled with the patient's name and endometrial curettage. It consists of multiple, tan to light brown, soft tissue fragments, which measure 2.5 x 2 x 0.5 em in aggregate. Specimen is entirely submitted in acassette. 2. Specimen is labeled with the patient's name and left and right tubes. It consists of 3 fragments. One tubular fragment with fimbrial end measures 6.5 em in length and 0.5 cm in diameter at the proximal end and about 1.5 em at the fimbrial end. The second tubular structure measures 4 cm in length and 0.5 cm in diameter. The third tubular structure with fimbrial end measures 2.5 x 2 cm at the area of the fimbrial end and 0.5 cm at proximal end. Specimen is serially sectioned to reveal pinpoint lumen with spiral stainless steel structure noted within the lumen. The intact fallopian tube with fimbrial end is submitted in b1, the fragmented opposite tube with fimbrial end is submitted in b2 (representatively in b1and b2 cassettes) . Abfp/blh microscopic performed. Diagnosis 1. Endometrial curettage: - benign proliferative- phase endometrium. - features suggestive of placental side nodule (see comment) . - scant fragment of benign endocervical tissue in vicinity. 2. Right and left fallopian tubes (left salpingectomy): - chronic salpingitis (fragmented fallopian tube). - no significant histopathologic diagnosis (intact fallopian tube) . Concerning the injuries reported in this case, the following one/ones were describe in patient's medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received- outcome of pelvic pain updated to recovering / resolving. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included multigravida, parity 2 ((B)(6) 2010, (B)(6) 2012), penicillin allergy, latex allergy, drug hypersensitivity, anxiety, depression, vaginal pain, vaginal bleeding, cholecystectomy, appendectomy and spontaneous abortion. Concurrent conditions included overweight. Family history included diabetes, heart disease, unspecified and hypertension. Concomitant products included clonazepam, clonazepam (klonopin), gabapentin, gabapentin (neurontin), omeprazole, omeprazole (prilosec), pantoprazole, pantoprazole (protonix), procet (acetaminophen w/hydrocodone) and promethazine (phenergan). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss") and abdominal pain lower ("left sided lower abdominal pain(sever)"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and d and c) and surgery (bilateral salpingectomy and d and c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, medical device discomfort, menorrhagia, abdominal pain, rash, alopecia and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, medical device discomfort, menorrhagia, menstruation irregular, mood swings, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. (B)(6) 2014: pathology report - cps. Dub. Specimen:uterus and cervix. Gross specimen is received in formalin labeled with the patient¿s name and uterus and cervix. It consists of 84 gram uterus with attached cervix that measures 7 cm superior to inferior, 5.5 cm right to left and 2.5 cm anterior to posterior. The cervix measures 3.5 x 3.5 x 3.5 cm. The ectocervix is unremarkable. The cervical os measures 1.5 cm in diameter. The serosal surfaces are unremarkable. The endocervical canal is patent and measures 3.5 cm in length and 0.6 cm in diameter. The endometrial cavity measures 3 cm in length and 2 cm in width. The endometrium measures 3 mm in maximum thickness. The myometrium measures 1.5 cm in maximum thickness. Grossly no lesion identified on the cut surface. Representative sections are taken as follows: 1 and 2 cervix, 3 lower uterine segment, 4 through 6 endomyometrium. Aa/blh diagnosis uterus and cervix, total hysterectomy: chronic cystic cervicitis and endocervical hyperplasia, cervix. Proliferative pattern, endometrium. No significant pathologic abnormality, myometrium. (B)(6) 2014 pathology report - clinical diagnosis cps. Dub. S/p essure. Specimen. Endometrial curettage. Left & right tubes. Gross two specimens are received in formalin: specimen is labeled with the patient's name and endometrial curettage. It consists of multiple, tan to light brown, soft tissue fragments, which measure 2.5 x 2 x 0.5 em in aggregate. Specimen is entirely submitted in acassette. Specimen is labeled with the patient's name and left and right tubes. It consists of 3 fragments. One tubular fragment with fimbrial end measures 6.5 em in length and 0.5 cm in diameter at the proximal end and about 1.5 em at the fimbrial end. The second tubular structure measures 4 cm in length and 0.5 cm in diameter. The third tubular structure with fimbrial end measures 2.5 x 2 cm at the area of the fimbrial end and 0.5 cm at proximal end. Specimen is serially sectioned to reveal pinpoint lumen with spiral stainless steel structure noted within the lumen. The intact fallopian tube with fimbrial end is submitted in b1, the fragmented opposite tube with fimbrial end is submitted in b2 (representatively in b1and b2 cassettes) . Abfp/blh microscopic performed. Diagnosis. Endometrial curettage: - benign proliferative- phase endometrium. - features suggestive of placental side nodule (see comment) . - scant fragment of benign endocervical tissue in vicinity. Right and left fallopian tubes (left salpingectomy): - chronic salpingitis (fragmented fallopian tube). - no significant histopathologic diagnosis (intact fallopian tube) . Concerning the injuries reported in this case, the followingone/ones were were describein patient's medical recordes: dysfunctional uterine bleeding (confirming genital haemorrhage), most recent follow-up information incorporated above includes: on 26-jan-2018: medically confirmed case. New events added from pfs "left sided lower abdominal pain(sever)" and "did you undergo an essure confirmation test- no". Patient underwent diagnostic laparoscopy, bilateral salpingectomy and d and c for pelvic pain and genital bleeding. Events added from medical record "dysfunctional uterine bleeding"."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (batch no. A90480) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included multigravida, parity 2 ((B)(6) 2010, (B)(6) 2012), penicillin allergy, latex allergy, drug hypersensitivity, anxiety, depression, vaginal pain, vaginal bleeding, cholecystectomy, appendectomy and spontaneous abortion. Concurrent conditions included overweight. Family history included diabetes, heart disease, unspecified and hypertension. Concomitant products included clonazepam, clonazepam (klonopin), gabapentin, gabapentin (neurontin), omeprazole, omeprazole (prilosec), pantoprazole, pantoprazole (protonix), procet (acetaminophen w/hydrocodone) and promethazine (phenergan). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), rash ("excessive rashes"), alopecia ("excessive hair loss") and abdominal pain lower ("left sided lower abdominal pain(sever)"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy and d and c) and surgery (bilateral salpingectomy and d and c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, medical device discomfort, menorrhagia, abdominal pain, rash, alopecia and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, medical device discomfort, menorrhagia, menstruation irregular, mood swings, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. (B)(6) 2014: pathology report - cps. Dub. Specimen:uterus and cervix. Gross specimen is received in formalin labeled with the patient¿s name and uterus and cervix. It consists of 84 gram uterus with attached cervix that measures 7 cm superior to inferior, 5.5 cm right to left and 2.5 cm anterior to posterior. The cervix measures 3.5 x 3.5 x 3.5 cm. The ectocervix is unremarkable. The cervical os measures 1.5 cm in diameter. The serosal surfaces are unremarkable. The endocervical canal is patent and measures 3.5 cm in length and 0.6 cm in diameter. The endometrial cavity measures 3 cm in length and 2 cm in width. The endometrium measures 3 mm in maximum thickness. The myometrium measures 1.5 cm in maximum thickness. Grossly no lesion identified on the cut surface. Representative sections are taken as follows: 1 and 2 cervix, 3 lower uterine segment, 4 through 6 endomyometrium. Aa/blh diagnosis uterus and cervix, total hysterectomy: chronic cystic cervicitis and endocervical hyperplasia, cervix. Proliferative pattern, endometrium. No significant pathologic abnormality, myometrium. (B)(6) 2014 pathology report - clinical diagnosis . Cps. . Dub. . S/p essure. Specimen . Endometrial curettage. Left & right tubes. Gross. Two specimens are received in formalin: specimen is labeled with the patient's name and endometrial curettage. It consists of multiple, tan to light brown, soft tissue fragments, which measure 2.5 x 2 x 0.5 em in aggregate. Specimen is entirely submitted in acassette. Specimen is labeled with the patient's name and left and right tubes. It consists of 3 fragments. One tubular fragment with fimbrial end measures 6.5 em in length and 0.5 cm in diameter at the proximal end and about 1.5 em at the fimbrial end. The second tubular structure measures 4 cm in length and 0.5 cm in diameter. The third tubular structure with fimbrial end measures 2.5 x 2 cm at the area of the fimbrial end and 0.5 cm at proximal end. Specimen is serially sectioned to reveal pinpoint lumen with spiral stainless steel structure noted within the lumen. The intact fallopian tube with fimbrial end is submitted in b1, the fragmented opposite tube with fimbrial end is submitted in b2 (representatively in b1and b2 cassettes) . Abfp/blh microscopic performed. Diagnosis. Endometrial curettage: benign proliferative- phase endometrium. Features suggestive of placental side nodule (see comment) . Scant fragment of benign endocervical tissue in vicinity. Right and left fallopian tubes (left salpingectomy): chronic salpingitis (fragmented fallopian tube). No significant histopathologic diagnosis (intact fallopian tube) . Concerning the injuries reported in this case, the followingone/ones were were describein patient's medical recordes: dysfunctional uterine bleeding (confirming genital haemorrhage), quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-mar-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Upon internal review on 29-sep-2016, the case (B)(4) was found to be a duplicate of this case. All information was transferred to this case. Legal claim was received from a lawyer / attorney in the united states, on behalf of an adult female plaintiff. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, excessive rashes, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On or around (B)(6) 2014, plaintiff underwent a laparoscopic bilateral salpingectomy to remove her fallopian tubes and essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy (genital) bleeding. Plaintiff underwent a salpingectomy to remove her fallopian tubes and essure coils two years after placement. These events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. Considering the positive temporal relationship and their nature per se, causal relationship between the reported events and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.